Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis, it was reported that the defibrillator conductor was distorted.

Event description:
It was reported that during implant attempt, the doctor saw an irregular and strange distal coil surface. The lead was not implanted. No patient complications reported as a result of this event.